Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was oversensing. There was twelve ventricular nst (non-sustained tachycardia) less than or equal to 213 ms between (B)(6) 2012 04:01:30 and (B)(6) 2012 03:55:01. There were three vf (ventricular fibrillation) less than or equal to 200 ms average v-cycle between (B)(6) 2012 01:15:07 and (B)(6) 2012 05:56:20. The ventricular short interval count v-sic equaled 616.3 counts avg/day, in 19.75 days, between (B)(6) 2012 14:50:12 and (B)(6) 2012 08:48:17. The programmer data also shows there was one lead integrity alert on (B)(6) 2012 15:18:05. And there was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 02:15:04. The weekly pace lead impedance trend data shows an abrupt increase for max rv (right ventricular) pace equal to 432 to inf (un-filtered data) ohms peak between (B)(6) 2012 and (B)(6) 2012.

Event description:
It was reported that an alert was sounding every four hours. It was also reported that the right ventricular (rv) lead had high pacing impedance, noise, a fracture and oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.